Event description:
Procedure type: total gastrectomy. According to the reporter: the eea was applied to the anastomosis between the esophagus and jejunum after total gastrectomy. The surgeon used his finger to inspect the staple formation. The donuts were observed normal. No staple reinforcement material was used and no abnormalities were noted during the initial procedure. One week post-operatively the pt complained of abdominal pain and fever. The surgeon inspected the anastomosis with an endoscope and determined that two or three staples were absent at the anastomosis site. The pt was re-operated and abscess and adhesions were observed due to a bile leakage. The pt expired approx two months after the initial procedure. The primary cause of death is declared to be pulmonary embolism. No autopsy report is available and no pt info has been disclosed.

Manufacturer narrative:
Initial report sent: 09/24/2008.